Manufacturer narrative:
(B)(4). G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products kne-persona-femorals-unk lot# unk. Kne-persona-tibial trays-unk lot# unk. Kne-persona-tibial stem lot# unk. Kne-persona-femoral stem lot# unk.

Event description:
It was reported the patient underwent a knee revision procedure dueto infection. No additional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, visual and dimensional evaluations could not be performed. Picture in the initial complaint shows the two of explanted stem extenders that have -debris attached. No further information was able to be obtained from this. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h10, h11. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42504606602 persona femur cemented standard right size 9 lot# 65579097. 42542007902 persona tibia fixed cemented right size g lot# 64960966. 42560613515 persona stem ext 6mm offset splined 15 mm dia 135mm lot# 64963356. 42560007514 persona stem ext tapered cemented 14mm dia 75 mm lot# 65265611. 42556806605 persona femoral posterior augment cemented size 9,5mm lot# 64997337.